Event description:
It was reported that the patient experienced a stroke. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx closure device was implanted on (B)(6) 2023. The following year, atrial fibrillation recurred, and anticoagulant therapy was switched from aspirin to lixiana for ablation. On (B)(6) 2024, a transesophageal echocardiography (tee) revealed a pericardial effusion. On april (B)(6) 2024, due to worsening condition, drainage was performed, extracting approximately 800cc of hemorrhagic pericardial fluid. The patient's medication was changed from lixiana and replaced with aspirin for observation. The physician noted that the pericardial effusion was not related to the watchman as it had been over a year since the surgery. On (B)(6) 2024, direct current (dc) cardioversion restored sinus rhythm, but the patient suffered a stroke around that time. A computed tomography (CT) scan showed incomplete endothelization of the closure device and contrast agent entering the left atrial appendage. Although hypo attenuated thickening (hat) was present, there was no thrombosis or leaks noted on the CT scan. The patient's medication was switched back from aspirin to lixiana, and has been progressing without significant issues. A follow-up tee will be conducted at a later date to evaluate the device and whether there was any device thrombosis or leaks.